Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery , due to loosening.

Manufacturer narrative:
This follow up was created because the complaint has been reassessed and determined to be non-reportable due to unknown surgical part.